Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and the right ventricular (rv) lead exhibited high thresholds. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The rv was reprogrammed and remains in use. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.